Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitive troponin-I reagent lot number 79018ud00. A search for similar complaints identified an increase in complaint activity for lot 79018ud00, however, no trends were identified for list number 08p13. Accuracy testing on alinity I stat high sensitive troponin-I, lot 79018ud00 was performed using an in-house retained kit. All validity and acceptance criteria have been met, indicating that the lot is performing acceptably. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot is within the established limits and comparable to the historical reagent lot performance. Device history review did not identify issues associated with the customer¿s observation. Labeling review concludes that the issue is adequately addressed. Based on our investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitivity troponin-I reagent, lot number 79018ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from alinity I processing module and provided the following data: on (B)(6) 2025: sample ID (B)(6) result was 112.6 pg/ml. The next sample (sample ID (B)(6) results were < 5.1 pg/ml & < 5.1 pg/ml the initial sample (sample ID (B)(6) was then repeated and the results were < 5.1 pg/ml & < 5.1 pg/ml. Then a tube from the same sampling as sample ID (B)(6) result was < 5.1 pg/ml. Patient information: (B)(6) year old female there was no reported impact to patient management.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from alinity I processing module and provided the following data: on (B)(6) 2025: sample ID (B)(6), result was 112.6 pg/ml. The next sample (sample ID (B)(6) results were < 5.1 pg/ml & < 5.1 pg/ml. The initial sample (sample ID (B)(6) was then repeated and the results were < 5.1 pg/ml & < 5.1 pg/ml. Then a tube from the same sampling as sample ID (B)(6), result was < 5.1 pg/ml. Patient information: (B)(6) year old female there was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k number k202525. Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.